Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. Customer's blood glucose level was unknown. Customer states that she was gone through 3 to 4 batteries before the insulin pump will be came on insert battery appears on the screen when previous battery was taken out but when new battery was put in the insert battery message goes away and screen becomes blank. The device will not be returned for analysis.